Event description:
Additional information received reported that the device was later explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
This report is being filed to provide product investigation results.

Event description:
It was reported that it was questioned if this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting premature battery depletion. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. No further actions or interventions were planned at that time. No adverse patient effects were reported. The device remains in service.